Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), partial segment, explanted: 2012-(B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter, product ID 8590-1, lot# n234555, implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that a catheter revision was performed on (B)(6) 2012. The healthcare provider reported no sign of catheter dislodgment, kink, or tear, however the spinal segment of the catheter was replaced anyway, and the old catheter was left in the spine. The pump was also replaced; however details were not reported on the reason for pump replacement or catheter revision. The reporter stated that the provider "refused to send" back the pump or catheter segment which was explanted, so analysis would not be possible. Although the reporter stated that the pump was also replaced, the manufacturer device registry only confirms the catheter revision as of (B)(6) 2012. No patient symptoms, nor was the patient's outcome reported. Additional information has been requested, but was not available as of the date of this report.